Manufacturer narrative:
(B)(4).

Event description:
It was reported that the top of the acufex-pro pitbull grasper broke in the patient. All pieces were removed. A backup was available to complete the procedure. No patient impact as a result.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. Evaluation codes updated to indicate that manufacturing review was performed. . Corrected UDI: no UDI number assigned. (B)(4).